Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml, 32 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. Information received reported a motor stall was seen at initial interrogation. The patient had an magnetic resonance imaging (MRI) performed and exited the MRI field around 1:30pm and at about 4:00pm the pump had still not recovered post-MRI. No troubleshooting could be performed due to lack of access to the device. No symptoms were reported.